Manufacturer narrative:
Company rep evaluated the sys and duplicated the problem. Corrections included replacement of the system's telepack.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may affected ECG monitoring. No pt injury was reported.